Event description:
New information noted that the right ventricular lead was explanted. Further information was requested however was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change procedure. During the procedure, fluctuating capture threshold was noted on rv lead. No intervention was performed. The patient was stable and will continue to be monitored.